Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. This record is for the right side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, exchange with no complaint against the device. Healthcare professional, later reported, capsular contracture, baker grade iii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side deflation. And later capsular contracture, baker grade iii.